Event description:
Add'l info rec'd from MFR 12/15/03: the device was returned to the zoll technical service dept for eval. After extensive testing, which included exposure to extreme hot/cold temps and vibration testing, the reported malfunction could not be duplicated. Customer indicated that they returned the electrodes that were used during the reported incident, however, the electrodes were inadvertently misplaced at zoll. A re-training of the receiving area has been implemented. Due to the fact that the facility was unable to identify the specific lot that the electrodes in question came from. Twelve paired electrodes from each lot at the customer facility were acquired for review. A visual and microscopic examination of the electrodes did not reveal any flaws that could contribute to the reported incident. Each connector was free of cracks/damage with the strain relief of the wires intact to maximize holding strength, the electrodes performed according to specification and there were no abnormalities noted. The device passed the final test procedure and was recertified. The device was then returned to the customer.

Event description:
During a code the pad connector contact pulled back into the connector and did not make contact with the cable from the defibrillator. Gives a "poor pad contact" warning. May be defective pads.